Event description:
The complaint event involved a chemosafelock vial adapter with which foreign matter was reported. There was no reported impact of the event on patient and medical institution worker. The event was noted before use to the patient; during drug preparation. Upon closely checking the spike after removing the protector, white resin, measuring 0.5mmx0.4mm, was confirmed. Upon lightly contacting the foreign material with tweezers, it moved and was found to be loose and rigid in nature. The device was changed out or replaced with no further problems encountered. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no adverse operator consequences, and no medical or surgical intervention required.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
A series of photos were shared by the customer, where a white loose particulate is observed over the spike, the particulate is observed outside the fluid path. No additional damage or anomalies were confirmed. One open/unused #kl-va201u3 device and a petri dish with a small white particulate was returned for evaluation. As received, the blue dust cap was detached looking for the source of the particulate or some fragments over the sample, however nothing wrong was found. An fourier transform infrared spectroscopy (ftir) study was conducted, and the results indicate that this particulate is consistent with polycarbonate. It was confirmed that the spike is made of polycarbonate. Based on the size of the particulate, this is a rejectable condition. A computed tomography (CT) scan was conducted to try and identify any voids in the spike that could be the source of the particulate. No damage was found that could have been the source of the particulate. The complaint of white resin foreign matter can be confirmed. The probable source of this particulate is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.